Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator alarmed xdcr fault. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the ventilator and performed a investigation. Performed a visual inspection of uut (unit under test), no anomalies found. Ventilator was powered in ventilate mode where the unit oscillated ventilation without fault. Performed transducer calibration and the unit would calibrate consistently. The reported complaint was unable to be confirmed or duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.